Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted on (B)(6) 2016, svc coil impedance was greater than 200 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance and it was noted there was a suspected connection issue between the svc coil of the lead and the implantable cardioverter defibrillator (ICD). The physician chose to disable the svc alarm and turn off the svc coil of the rv lead, and the rv coil of the lead remains in use with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.